Event description:
Info received indicates the bed's knee function will rise without the bed being touched.

Manufacturer narrative:
The technician isolated the issue to the switches sticking on the left siderail control panel. He replaced the control panel to repair the bed.